Event description:
It was reported that the battery gauge was fluctuating. The customer¿s blood glucose (bg) level was "high"; although specific value was not provided. The customer believes the suspected cause of the elevated bg to be due to stress. Elevated bg was addressed by drinking water and allowing basal insulin lower bg. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.